Event description:
It was reported by the customer, pediatric patient PICC line fractured. PICC was placed in interventional radiology, and was noticed during the routine dressing change performed by vascular access team. Blood was leaking from the hub. A new PICC was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc sv was returned for evaluation. An initial visual observation of the video showed the powerpicc sv catheter after removal from a patient. A red tinted clear liquid was observed to form a droplet at the connection between the molded joint and catheter tubing. No obvious damage to the sample could be seen. Use residue was observed on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.